Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after receiving inappropriate high voltage (hv) shocks twice. The right ventricular lead was found to be dislodged. The physician explanted and replaced the right ventricular lead. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.